Event description:
The device was removed due to an "inability to inflate". As reported to co, the pump and cylinder were removed and replaced with a pump/cylinder set; leaving in place the reservoir component from the initial implant surgery. 3/5/97-upon receipt of add'l info provided by the physician/surgeon, "there was a loss of fluid. Frayed tubing from cylinder to connector was observed at the time of surgery. Nothing noted in the pt's history could have contributed to this occurrence".